Manufacturer narrative:
(B)(4). Device lot number unknown.

Event description:
It was reported that the implant crown loosen, doctor removed the composite restoration from the access hole, the abutment screw (iunihg) was loosened. It was also reported that tey replaced the abutment screw and placed the new one.

Manufacturer narrative:
One certain gold-tite hexed screw was returned for inspection. The collar, drive feature, and body are noted to be worn, indicating use and contain debris. The threads are similarly worn. The returned x-ray shows the implant and restoration in the surgical site. No signs of screw loosening were detected. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. Alleged event is non-verifiable with the information provided. A singular root cause could not be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.